Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing a broken casing issue with her one touch ultra meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter' broken casing began on (b)(6 2009, at 1:30 pm. She stated that she manages her diabetes with novolog (8u) and levemir (25u) with no adjustments, and due to the alleged issue she denied making any changes to her usual diabetes treatment. The patient claimed " day"after the alleged issue started she felt "dizzy, weak and with blurred vision". The patient reported on an unspecified day and time of (B)(6) 2011, she was in the emergency room (ER) where her blood glucose was tested with an ER meter and a result of "897 mg/dl" was obtained, which was then treated with 25u of novolog by a health care professional. During the initial call with customer service, the agent noted that there was no information of misuse of the device. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.